Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon attempted the unwind the knob on the instrument that allows for the clam to attach to an offset stem attachment - noted that the knob was stuck and not moving.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device finds damage to the threads consistent with the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.